Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined a main drawer is not recognized on the bus. A field service engineer effectively replaced both the drawer controller and the module controller to address the problem. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, had a gi lab has 2 unrecoverable drawer failures. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.